Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The device was returned and particle contamination in the blower was found during device evaluation. No allegation of patient harm or injury was reported. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2022-05430 incorrectly with sections d9, h3 and it has been corrected in this report.